Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A verification of failure mode reported in the current manufacturing process was conducted, samples were functionally inspected and the issue reported "clips not loading properly" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot #73b1800679 investigation did not show issues related to the complaint. Other remarks: corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a gastrectomy when the user ligated a vessel with the first clip, it got stuck in the applier. The stuck clip was removed. Next, while loading the 2nd clip the clip came out slanted. The device was replaced with a covidien endoclipiii and the procedure was continued. There was no patient injury.